Event description:
It was reported the patient was diagnosed with a kidney infection on (B)(6) 2014. It was noted the patient¿s healthcare provider put them back on ¿santura¿ medication. It was stated the patient had to run to the bathroom the day prior to report and it was like an explosion and they had no control. The patient stated the night prior to report they went through three gowns, three pants and pads.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0cvdm, implanted: (B)(6) 2014, product type lead. (B)(4).